Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The service center received the user interface module (uim) for the repair and evaluation. The suspect uim component was bench tested, inspected connections and components within the uim by the service group, which duplicated the customer event. The evaluation determined the uim display assembly was the cause of the reported event. The uim display assembly was routed to the failure analysis (fa) laboratory for a component root cause investigation. Once the fa laboratory investigation is complete a follow report will be submitted.

Event description:
The customer reported the user interface module (uim) display screen on this ventilator device is unresponsive to touch commands. The customer stated that this unit was not on a patient.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect display component for investigation. The fa performed a visual inspection of the internal components of the display, which found a scratch on the touchscreen of the display. They also performed multiple power on cycles on the suspect display and each time the touchscreen would not respond. At this time, the fa was able to duplicate the reported issue. The root cause component failure is associated with component damage to the touchscreen the etiology however, is undetermined. This issue will be internally investigated within vyaire medical.